Event description:
It was reported that the patient was not achieving therapeutic benefit with the spinal cord stimulator and felt there were better results from exercise and medication therapy. The patient was offered to have the device reprogrammed, however, the patient declined. The patient then underwent an explant procedure and was doing well postoperatively. The implantable pulse generator ipg and lead will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Product family: scs-paddle leads. Upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).